Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an occlusion on the reservoir. The customer reported that she had high blood glucose of 30 mmol/l at the time of call. The customer treated herself with manual injection and the blood glucose was 11.5 mmol/l. The customer was advised to send back the defective infusion sets for analysis. Troubleshooting was performed. The customer reported that the insulin did exit without alarming. The reservoir is not expected to return for analysis.